Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. After rotablation was performed, a 3.00mm x 38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent came in contact with the residual calcification and the stent got flattened. Dilation was then performed using a scoring balloon and a non-bsc stent was implanted. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy, ous, mr 3.0x38mm, stent delivery system was returned for analysis. The device was returned loaded in a guide catheter. A visual examination of the crimped stent found severe stent damage on the proximal end of stent; struts bunched, overlapping and lifted. There was also damage in the mid section however, is was not as severe as the proximal side, the struts appeared misaligned. The undamaged distal crimped stent outer diameter was measured and was within specification. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. There was congealed medium at the edge of the tip however there was no damage to the tip noted. As per of the analysis in order to attempt to remove the device from the guide catheter it was soaked in a waterbath at 37 degrees. The device could not be removed from the guide catheter due to the stent damage at the proximal stent end. In order to remove the device from the guide catheter the hypotube was cut 172mm from the distal end of the strain relief. The guide catheter was then pulled proximally off the device to expose the catheter for analysis to be carried out. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. After rotablation was performed, a 3.00mm x 38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent came in contact with the residual calcification and the stent got flattened. Dilation was then performed using a scoring balloon and a non-bsc stent was implanted. The procedure was completed and no patient complications were reported.